Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low and high blood glucose levels. The customer's blood glucose level at the time of low was 51mg/dl. The customer's most current level was 54mg/dl. The customer treated with food. The customer's blood glucose at time of high was 393mg/dl. The customer's most current level was 420mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer is being sent replacement infusion set. The customer was advised to monitor the device and call back if issues persist.